Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the connection between the quick connection and the container cap was not tight. Therefore, when applying cement, the hydraulic pump does not push the cement into the vertebral body, but rather, the water comes out of the connection. It is not possible to apply the cement. During the operations, the user had to take a new system and terminate the supply. The procedure was completed successfully. Patient outcome was unknown. This report involves one (1) confidence spinal cement system confidence kit spinal cement system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D11: additional concomitant device reported. This complaint involves one (1) device. Investigation flow: device interaction/functional. Visual inspection: the confidence kit, no needles (p/n: 283913000, lot # unk) was returned and received at us cq. Upon visual inspection, it was observed that only the hydraulic pump and the transfer adapter were returned from the confidence kit. The cement was hardened inside the adaptor. No other issues were identified with the returned device. Functional testing: overall functional test was failed to perform on the returned device as the cement in the adaptor was solidified. However the liquid in the hydraulic pump was observed to be leaked when it was connected to the adaptor confirming the complaint condition. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed. Confidence final pack assembly: dwg-pkg-2839-13-000, rev. M. Confidence pump kit packaging: dwg-pkg-887014224, rev. C. Confidence pump assembly: 887014225, rev. R. Confidence pump piston assembly: 887014226, rev. H. Confidence pump piston subassembly: 887014230, rev. E. Confidence o-ring, parker: dwg-887011265, rev. C. Complaint was confirmed: the device received was leaking. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the confidence kit, no needles (p/n: 283913000, lot #: unk). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history lot: part number: 283913000. Lot #: unk. No DHR was performed due to unknown lot number. However, a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.